Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the delayed communication on station. A technical support specialist (tss) investigated on the es server which showed no signs of delay, retry mode, or communication issues, and reports confirmed normal sync activity. Customer later provided details of an inventory discrepancy where 5 vials were refilled, 1 was dispensed correctly, but the count later incorrectly showed 0, resulting in a plus 4 discrepancy. Since no server or communication errors were identified, a resend of the inventory/count message was performed from the server to the station, after which the count updated correctly, and the issue did not recur. Follow-up with the customer confirmed the problem was isolated (occurred once after midnight due to a wrong load message) and resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es 5 units of ativan were refilled, 1 was removed correctly (count reduced to 4), but later the count incorrectly showed 0. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.